Manufacturer narrative:
If information is provided in the future, a supplemental will be submitted.

Event description:
It was reported that this patient presented to the emergency department (ed) feeling out of breath and experiencing complete heart-block with a diminished heart rate of 35 beats per minute. Patient reported 2 episodes of extreme discomfort and low heart rates and expressed feeling dizzy for the last year. A system interrogation showed safety switch feature had changed the right ventricular (rv) lead and right atrial (ra) lead configuration to unipolar, the rv exhibited out of range pacing impedance daily measurements and high pacing thresholds and there were episodes of asystole. Both leads are non-boston scientific devices. Safety switch was programmed off and the patient received a 24 hours monitoring heart band and was scheduled for a follow-up. During the next check, it was noticed that the heart band had recorded low heart rates and asystole episodes that lasted more than 2 seconds. A second follow-up was programmed to test the rv lead. At the last in-person check, the patient reported breathing had improved and dizziness had disappeared, the thresholds and impedance measurements were normal and testing did not showed noise. The rv lead was reprogrammed. The system remains in service. No additional adverse patient effects reported.

Manufacturer narrative:
This report is being submitted to update the event description field and device codes. If information is provided in the future, a supplemental will be submitted.

Event description:
It was reported that this patient presented to the emergency department (ed) feeling out of breath and experiencing complete heart-block with a diminished heart rate of 35 beats per minute. Patient reported 2 episodes of extreme discomfort and low heart rates and expressed feeling dizzy for the last year. A system interrogation showed safety switch feature had changed the right ventricular (rv) lead and right atrial (ra) lead configuration to unipolar leading to oversensing, the rv lead also exhibited out of range pacing impedance daily measurements, high pacing thresholds and asystole episodes caused by loss of capture. Both leads are non-boston scientific devices. Safety switch was programmed off and the patient received a 24 hours monitoring heart band and was scheduled for a follow-up. During the next check, it was noticed that the heart band had recorded low heart rates and asystole episodes that lasted more than 2 seconds. A second follow-up was programmed to test the rv lead. At the last in-person check, the patient reported breathing had improved and dizziness had disappeared, the thresholds and impedance measurements were normal and testing did not showed noise. The rv lead was reprogrammed. The system remains in service. No additional adverse patient effects reported. Additional ar-codes were included after pi closure. Pi will require re-work.